Event description:
Major abdominal pbds [procedure-based delivery system] pack x2 looked to be contaminated with red stains on suction tubing from red needle box, was not used due to questioning sterility. Sba12lphmo, exp date: 01/01/2027, mfg date: 06/10/2025, lot# 556886.